Event description:
Physician attempted to place a soft introducer at a lung tumor. During placement, pt experienced pulmonary hemorrhage and a transient drop in blood pressure. Pt was stabilized but did not fully recover and died in 2002 of respiratory failure.